Event description:
Pt was undergoing an MRI of the spine while being monitored. During the scan, the pt raised his hand indicating something was going on with his chest. The scan was stopped and the pt reported a sensation of something burning near his chest. A small blistered area was noted near where an ECG lead was and a red streak was present that seemed to follow the ECG lead wire. It was noted that the pt was sweating profusely at the time. The area was treated topically.